Event description:
Additional information was received that the rv lead was capped and replaced to resolve this event.

Event description:
During a follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was replaced to resolve this event. The patient status after the procedure is unknown.